Manufacturer narrative:
UDI = (B)(4). Device evaluated by MFR: the device was not received for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the seal was compromised. A 110/2.5/7-4 blazer® ii htd was selected for use. Upon unpacking, it was noted that the sterile seal was not completely sealed and was exposed to air. The catheter was then discarded and the procedure was completed with a different device. No patient complications were reported.